Event description:
17.5 diopter posterior chamber intraocular lens was implanted on 7/11/96. Post-operative vision was not satisfactory; the first lens was removed on 8/8/96. During this secondary surgery, the physician implanted a 22.5 diopter replacement lens.